Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. Investigation summary: call home revealed no errors/issues. The probe in question was tested then disconnected. The probe returned with a bend at the tip. No breaks were seen as described in the complaint text. The root cause of the bend is unknown. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. Lot ml18053525 was reviewed: manufacture date: 6/16/18, expiration date: 2/1/22, probe sn (B)(6) failed to program with no led function.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an ablation procedure, the pr20xt tip broke. The tip was not in the patient and there were no patient consequences reported.